Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The patient had elevated blood glucose values of 400-500 mg/dl. The patient was hospitalized for high blood glucose levels and received stationary treatment. The hospital also adjusted the basal rate and basal rate factors. The patient was hospitalized from (B)(6) 2017. The infusion set was requested to be returned for product evaluation.